Event description:
A device report from (B)(6) indicates a hosp in the (B)(6) reported: during a procedure surgeon was reaming with a reamer had and the coupling part broke. A piece of the coupling remains in the pt. No further info available.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.